Event description:
Reportedly, as the x-ray tech was moving the overhead tube, one of the cable bracket hangers detached from the cs 2 x-ray tube ceiling suspension and allegedly the hanger and cabling hose fell striking the pt in the left hip which was the area of her body just x-rayed. Reportedly, the pt experienced pain in that area but did not require med attention.